Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that during the implant procedure, 2 leads were unable to be implanted on the right ventricle. For one of the leads, it was reported that potential damage to the distal coil was observed on the fluoroscope, and it was noted that there was difficulty advancing the lead through the sheath. For the other lead, it was reported that the physician was unable to retract its helix. Both leads were removed, and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.